Manufacturer narrative:
Ultra 510(k) # is k062195.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event was omitted in error on the 3500a.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurate erratic when its readings were compared with each other. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began approximately at the beginning of (B)(6) 2011. The patient reported that she obtained blood glucose results of "135mg/dl, 145mg/dl and 112mg/dl", performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results were within the expected value of <= 20% and/or <= 20 mg/dl. The patient reported she manages her diabetes with diet and exercise. The patient reported that she took no actions as a response to the readings. The patient stated that a few days after the start of the product issue, she developed "frequent urination". The patient reported that no treatment was received. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.